Event description:
At approx 5:45 am on 11/2/96 the resident was found unresponsive and cyanotic. Upon investigation it was determined that the ventilator had disconnected from the trach. No alarms sounded. The pt was transported to a hosp while being manually ventilated.